Event description:
The customer reported, the synchron wash concentrate ii bottle caps were not tightly closed and the hazardous content of the bottles leaked out and flowed over the hands of the material handler. The product handler did seek medical attention; however, attention; however, there is no aftermath. It was also stated that several bottles have similar issue (quantity unk). The material safety data sheet (msds) was not reviewed; however, it is readily available. Though medical attention was sought there were no reports of death or serious injury as a result of this event.

Manufacturer narrative:
During the eval of the photograph provided by the plant it was noted that some of the kits (cartons) were lying on their side. These kits are meant to be kept upright in accordance with the "up arrow" marking on the box. According to the material handler the cartons were lying on the side because, they have to stick the dangerous goods label on each carton and in order to be more productive a lot of the cartons are placed lying on the sides. Based on available info, the root cause could not be determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.